Event description:
It was reported that a spectrum pump did not recognize an open door. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification with respect to the reported "does not recognize open door," which was reproduced by powering the unit, opening the door and observing the unit not prompting the user to load a set. This was found to be caused by depressed latch switches on the upper and lower auxiliary assemblies. The failed upper and lower auxiliary assemblies were replaced